Event description:
It was reported during a ptca/stenting treatment procedure the adante balloon ruptured at 6 atms on the initial inflation. The adante balloon was used to predilate the lesion prior to placement of another manufacturer's stent. It was noted that the physician met resistance during insertion and removal of the balloon catheter. The lesion being treated was a calcified, 100% stenotic lesion in the mid lad coronary artery. The adante balloon catheter was removed adn replaced with a ranger balloon catheter to successfully predilate the lesion and post-dilate the stent. The patient was asymptomatic during this event. The procedure was successfully completed. Patient status is reported as 'good'.